Event description:
This event is reportable based on analysis completed on (B)(6) 2012 which revealed exposed braid wires on the introducer. During an ablation procedure, an agilis introducer was used to guide a therapy cool flex ablation catheter into the left atrium. After 2 hours of ablation, the physician experienced difficulties steering the agilis introducer, so he pulled it back over the guidewire. Following removal, a kink was noted in the agilis sheath and the sheath did not steer properly. The physician exchanged the agilis sheath to continue the procedure with no consequences to the pt.

Manufacturer narrative:
An 8.5f agilis introducer was received for evaluation. Visual inspection revealed the distal end of the shaft was twisted and buckled in a clockwise direction. There is also exposed braid wire. The twist in the shaft was located 1.8 inches proximal from the tip end. The introducer was able to deflect in both directions; however the correct shape could not be produced because of the twisted end of the shaft. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.